Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. Although the cartridge was returned there is no further investigation necessary with respect to the leak issue. Cartridges with the lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported blood glucose (bg) was 400mg/dl without symptoms of hyperglycemia. She said that her eyes hurt and she "knows she is high" when her eyes hurt. There was no medical intervention required. The patient stated that she completed a routine infusion set replacement and she noticed an odor of insulin and saw that her cartridge was wet. She reported that the leakage was at the plunger end of the cartridge and noted air in the cartridge as well. When she removed the old infusion set, she said that the cannula was not bent. She replaces the sets appropriately and rotates the sites as instructed. The patient uses room temperature insulin to fill the cartridge and the insulin was not expired, clumpy, or cloudy. She denied use of new medications, change in level of activity, or current illness. The patient verified the pump settings, confirmed that there were no relevant alarms, the pump was not suspended, the basal rates are correctly programmed, and the bolus history is accurate. Customer support indicated that there was no pump malfunction or problems with the infusion sets.